Event description:
A us distributor contacted zoll to report that a patient developed a lump under the lifevest equipment. Patient described the area as large lump. There was no alleged device malfunction contributing to the irritation. The patient¿s physician scheduled further testing for the irritation and confirmed the lump is not from the lifevest. Outcome of the irritation is unknown as follow up attempts were unsuccessful. Reporting out of an abundance of caution.